Manufacturer narrative:
(B)(4). This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined leads", educational brief/physician communication (december 2010).

Event description:
The manufacturing representative (rep) reported the lead fractured after the second tine area during the explant of the device system due to the need for an MRI; the reason for the MRI was unknown. The electrode was in the patient tissue; the patient and radiologist agreed to leave the fractured lead in the sacrum. No further interventions were reported. The indication for use included urinary dysfunction.